Event description:
Healthcare professional reported the right side diagnosis of bia-alcl. The patient underwent a removal of a periprosthetic nodule, the non-PMA device was removed and replaced. The capsule was sent for pathology testing which confirmed histopathological markers cd30+ and alk-.

Manufacturer narrative:
Evaluation code: f2201. A review of the device history record has will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: diagnosis of bia-alcl.